Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was inaccurate. Customer corrected the time to address the issue. There was no impact to the customer's blood glucose.